Event description:
Note: event did not occur during procedure but was noted at 1 month follow up. Pt is in eval of presidio and cerecyte coils in large and giant aneurysms (pac) study. Per received report: there was no device problem noted at the time of treatment as a total of seven (7) microcoils were subsequently used. Although it is not possible to determine which of the seven coils prolapsed and may be related to embolism and right superior cerebellar stroke, the pt is reported to be medically stable. Follow up report stated that pt was under aspirin before the treatment. However, plavix 75mg per day was prescribed one month after the procedure.

Manufacturer narrative:
Since the products were implanted, it could not be returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined.